Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted under general anesthesia on (B)(6) 2024. Additionally fiducial markers were placed transperineally. The hydrogel was not placed correctly. The spacer was not dispersing/forming in the usual manner, it dispersed around the prostate. It was reported that the patient will continue the radiation treatment without a proper hydrogel placement. No patient complications were reported as a result of this event.